Event description:
The patient reported having high blood glucose readings for the past month and a half due to difficulties with her insulin infusion sets. She said her blood glucose reading went to over 300 mg/dl. The patient stated her symptom was a dry mouth. She said that as her blood glucose went up, she would change her infusion head set after, which her blood glucose levels would come down. She stated she is changing her head set 4-5 times a day. She stated she bolused through her infusion device to bring her blood glucose down. She does not have any product to return. The patient stated she would like to try a different infusion set product, and it was sent as a replacement. The patient did not require assistance from a healthcare professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.